Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated the device was last serviced via repair in march 2021 due to no image/defective cable. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. Based on the physical evaluation, the device functioned appropriately and passed inspection and tests. A potential cause of the no image malfunction is due to the dirt / debris adhered to the connector part attributing to communication failure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center. The reported no image issue could not be confirmed as the device was inspected and passed the image test. The device passed all functional and leak tests. A minor kink was found the on cable but was not affecting the functionality, the device was returned to the customer. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the repair technician at agiliti health that the camera head had no image during preparation for use. No patient involvement or harm was reported.